Manufacturer narrative:
No evaluation possible. The hardware/construct has not been returned to alphatec. There were twelve separate product part numbers implanted as part of the zodiac construct. It is unknown which of them fractured and broke. Alphatec sales representative spoke to the surgeon who indicated he had already spoken to patient and informed her that failure was due to non-fusion (pseudoarthrosis, patient condition) and not related to the hardware/construct. Surgeon also stated he has no idea why the patient is contacting alphatec directly. Additionally, the user facility sent the implants out to pathology to be tested and subsequently discarded.

Event description:
Patient contacted alphatec directly indicating a component of the zodiac degenerative construct had fractured and broke. She stated that the she had surgery with alphatec spine products back on (B)(6) 2014. Something broke so revision was conducted on (B)(6) 2016. She was calling to find out the results of the investigation as to why the implant broke.